Manufacturer narrative:
Block d2b: additional pro codes nhl, pjs.

Event description:
It was reported that deep brain stimulation (dbs) patient experienced dehiscence at the implantable pulse generator (ipg) implant site. It was noted that the incision suture came undone per the physicians assessment. The patient underwent a procedure wherein the ipg was removed, and wound was cleaned and use of antibiotics before completing the procedure. The patient was hospitalized and released the same day and has made full recovery. Physical analysis of the dbs ipg was not performed as it was retained by the facility.